Manufacturer narrative:
The complaint notification associated with this device described the knee joint is defective. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at the manufacturer's after sales service center on may 9th, 2017. After evaluation, we can confirm that two bolts in the upper posterior section of the knee joint were loose. An exact reason for the loosening could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that the knee joint is defective. The patient did not fall, no serious injury occurred due to this failure.